Event description:
It was reported that during the implant procedure, that the setscrew was stripped while checking the lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, however visual inspection revealed grommet damage.